Manufacturer narrative:
The explant date is approximated to be (B)(6) 2018. The event date is an estimation. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-08469, 1627487-2019-08470. It was reported that the patient was experiencing nausea and diarrhea when stimulation was enabled. As a result, the patient underwent surgical intervention wherein the scs system was explanted in (B)(6) 2018 (exact date unknown). The issue has since resolved.